Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed the error message: ¿disconnect cassette and reconnect.¿ after unlocking the pump, removing the cassette, and reattaching it, the device resumed functioning normally. However, the same issue reoccurred the following day with the same pump. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the pump displayed the error message: ¿disconnect cassette and reconnect¿ could not be confirmed as the customer requested the pump be returned for in house evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.